Event description:
The commercial team member reported a small puncture on the anterior side of the shoulder after flipping the patient from prone position during a trial implant procedure. The puncture was very minimal and did not require sutures. The implanting clinician was made aware, the trial device was explanted, and a new trial neurostimulator was implanted under fluoroscopy. The patient had a successful trial and will be moving forward with the permanent implant. No further issues have been reported.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was completed. However, an improper surgical technique was identified as the implanting clinician made a small puncture in the patient's shoulder during the trial procedure. The stimulator is used to treat pain. The cause of the reported issue is due to improper surgical technique (incorrect tool, implanting too deep) as the implanting clinician made a small puncture in the patient's shoulder during the trial procedure (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended.